Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen appeared to be pixilated like "an old video game". Reportedly, the reported issue did not impact pump performance. There was no impact to the customer's blood glucose level. Although requested by tandem technical support, no further information was provided by the customer.